Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00801803201, versys femoral head -3.5, lot # 61167154. Item # 00771100900, m/l taper femoral stem, lot # 61086888. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02696 stem, 0002648920-2019-00473 head.

Event description:
It was reported that the patient had revision surgery due to pain and elevated metal ions. The head and liner were replaced approximately 6 years after initial surgery. During the revision procedure, a pseudocapsule, synovitis, altr, and implant corrosion were noted. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information received it was determined this component is not related to the reported event and hence not reportable. The initial report was submitted needs to be voided. The event and investigation results will be reported on 0001822565-2019-02696 & 0002648920-2019-00473.

Event description:
No additional information received.